Manufacturer narrative:
Correction: investigation was updated due to samples received. The following information has been updated: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 2019-09-23. H.3. Device returned to manufacturer: yes. H.3. Device eval by manufacturer? Yes. H.6. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and no issues were identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing 26 occurrences of erroneous results after use. The following has been provided by the initial reporter: -it was reported customer wasn't available to obtain cells in vacutainers. Received call, - customer reported they were not able to obtain cells when using lot #9003639. They used 26 tubes that all experienced the same thing. There is no special date of occurrence. Customer does have samples. No course of treatment change, no medical intervention, no death, no serious injury, no safety issue, no exposure. Customer is drawing canine and has been using the cpt tubes for the past 8 months with no issues. Since changing to his current lot# he has noticed no pbmc layer just a hazy layer after centrifugation. Gel migrates correctly. Customer draws directly into tube and spins for 15 minutes at 1700 rcf (no processing has changed). He drew one dog with both the new lot and old lot and he was able to recover pbmc's only from the old lot#. Suggested spinning for longer. Customer has tubes he can return for evaluation.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing 26 occurrences of erroneous results after use. The following has been provided by the initial reporter: -it was reported customer wasn't available to obtain cells in vacutainers. Received call, customer reported they were not able to obtain cells when using lot #9003639. They used 26 tubes that all experienced the same thing. There is no special date of occurrence. Customer does have samples. No course of treatment change, no medical intervention, no death, no serious injury, no safety issue, no exposure. Customer is drawing canine and has been using the cpt tubes for the past 8 months with no issues. Since changing to his current lot# he has noticed no pbmc layer just a hazy layer after centrifugation. Gel migrates correctly. Customer draws directly into tube and spins for 15 minutes at 1700 rcf (no processing has changed). He drew one dog with both the new lot and old lot and he was able to recover pbmc's only from the old lot#. Suggested spinning for longer. Customer has tubes he can return for evaluation.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. CAPA#1092363.

Event description:
It has been reported that the bd vacutainer® cpt¿ cell preparation tube with sodium heparin has been found experiencing 26 occurrences of erroneous results after use. The following has been provided by the initial reporter: it was reported customer wasn't available to obtain cells in vacutainers. Received call: customer reported they were not able to obtain cells when using lot #9003639. They used 26 tubes that all experienced the same thing. There is no special date of occurrence. Customer does have samples. No course of treatment change, no medical intervention, no death, no serious injury, no safety issue, no exposure. Customer is drawing canine and has been using the cpt tubes for the past 8 months with no issues. Since changing to his current lot# he has noticed no pbmc layer just a hazy layer after centrifugation. Gel migrates correctly. Customer draws directly into tube and spins for 15 minutes at 1700 rcf (no processing has changed). He drew one dog with both the new lot and old lot and he was able to recover pbmc's only from the old lot#. Suggested spinning for longer. Customer has tubes he can return for evaluation.